Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for a device check. Review of stored egms noted device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended.